Manufacturer narrative:
Concomitant medical products: 50ml syringe, 60ml monoject syringe, 50ml terumo syringe, 20ml monoject syringe, therapy date (B)(6) 2019. The customer¿s report of an incorrect dose of anesthesia administered was not confirmed. Details of the reported event were not provided and therefore a determination of an incorrect dose could not be made. Log analysis results: at 3:14 pm, the user changed the syringe to a 60ml monoject syringe with 45.5258ml detected. The user then programmed and infusion of propofol inf anesthesia only 500mg in 50ml (drugid 451). The user entered (B)(6) kg for the patient weight. The user then entered 180ml/hr for the rate, which made the dose 4918mcg/kg/min. The user entered 44ml for the vtbi and then paused the infusion. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 360mcg/kg/min. Proceed?¿ at 4:04 pm, the infusion is restarted. At 4:19 pm, the infusion completes and the infusion is stopped. At 4:40 pm, the user selected a 20ml monoject syringe with 19.6594ml detected. The user programs an infusion of propofol inf anesthesia only 500mg in 50ml (drugid 451). The patient weight is (B)(6) kg. The user enters 180mcg/kg/min for the dose, which makes the rate 6.59ml/hr. The user enters 19ml for the vtbi. The user pauses the infusion. At 4:57 pm, the device is channeled off. The volume recorded as being infused during this period was 140.566ml. The root cause of the customer¿s report of an incorrect dose of anesthesia administered was not identified. No devices received, log review only

Event description:
The customer reported that the patient was scheduled for an outpatient MRI scan with anesthesia in which the device delivered the incorrect dose of the anesthesia medication. The medication was discontinued and medication was given to counteract the event. There was no lasting harm caused to the patient